Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
4.0 x 110mm pin became stuck in the short 4.0 array stabilizer when the surgeon attempted to remove the pin from the bone. The pin was removed from the bone by manually. Case type: tka.

Manufacturer narrative:
Reported event: 4.0 x 110mm pin became stuck in the short 4.0 array stabilizer when the surgeon attempted to remove the pin from the bone. The pin was removed from the bone by manually. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: product history review was not conducted as lot number is not provided. Complaint history review: complaint history review was not conducted as lot number is not provided. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
4.0 x 110mm pin became stuck in the short 4.0 array stabilizer when the surgeon attempted to remove the pin from the bone. The pin was removed from the bone by manually. Case type: tka.